Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The filter was returned and met all the required specifications. Images were not provided. The complaint investigation is inconclusive for the reported event as no images were provided. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event.

Event description:
It was reported that upon deployment of a vena cava filter, the filter legs were crossed and did not fully expand. The filter was removed with a snare device and another filter was deployed without incident. There was no reported patient injury.